Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, it was reported that the rep still have a damaged product. A manufacturing record evaluation were performed; no non-conformances / manufacturing irregularities were identified. 1) ordered quantity: (B)(4) pcs. 2) date of manufacture: 18-apr-2025. 3) any anomalies or deviations identified in DHR: no nonconformities were identified. 4) expiry date: 31-mar-2035. 5) IFU reference: IFU-0902-00-252. After searching "d25040399" in etq, no record is displayed. After searching the product description in nr list exported from the etq system, all results have been reviewed, no case even similar to the issue described in this complaint is identified. After searching " d25040399" in sap by zqmr1023, no internal lock record is displayed. Hereby drawing a conclusion that no non-conformances were identified for this batch of products. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation were performed; no non-conformances / manufacturing irregularities were identified. 1) ordered quantity: (B)(4) pcs. 2) date of manufacture: 18-apr-2025. 3) any anomalies or deviations identified in DHR: no nonconformities were identified. 4) expiry date: 31-mar-2035. 5) IFU reference: IFU-0902-00-252. After searching "d25040399" in etq, no record is displayed. After searching the product description in nr list exported from the etq system, all results have been reviewed, no case even similar to the issue described in this complaint is identified. After searching " d25040399" in sap by zqmr1023, no internal lock record is displayed. Hereby drawing a conclusion that no non-conformances were identified for this batch of products.

Event description:
It was reported that there is a damaged product. Doi: unknown, dor: unknown, affected side: unknown knee.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.